Manufacturer narrative:
(B)(4).

Event description:
During follow-up, rv lead noise and an increase of impedance were noted. Lead damage is suspected and the lead is planned on being replaced. Patient is in stable condition. Additional information has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead noise has not been reproduced. No intervention is planned due to patient conditions.